Event description:
The hosp staff attempted to administer external pacing to a pt diagnosed as asystolic. The device allegedly displayed a pacing leads off alarm and use of the pacing feature was inhibited. A backup device was immediately made available and used with no other problems reported. The pt was not resuscitated. The operator indicated there were no adverse effects to the pt as a result of the reported malfunction. This opinon was based on the use of a backup device.